Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump would deliver a bolus, but not the basal. The customer "got really sick" and reverted to insulin injections for insulin therapy. The customer had been troubleshooting and no resolution had been found. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.